Event description:
Additional information received reported that the patient did not have concerns with his therapy or device.

Event description:
It was reported the patient was having trouble getting charge at one point but at the time of report it seemed to be better. It was logged the patient would also turn his device off every night and sometimes he would wake up and it would be on. It was noted this was also happening during the day, that the device would turn on, on it's own. It was noted that the patient was using the on and off buttons appropriately.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 377860, lot# v011889, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v011816, implanted: (B)(6) 2006, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4)